Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that they had no delivery alarm. Customer's blood glucose at time of incident was 479 mg/dl. Customer is reporting a past event and alarm did not occur during manual prime. Customer reported event was resolved by infusion change. Customer does not have product in question to return. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 479 mg/dl. The customer did not treat yet. Customer was advised to finish changing infusion set, monitor the situation and blood glucose.